Manufacturer narrative:
The event year was reported as 2020. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30421140l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure with a lasso® nav eco catheter where a pouch seal was compromised. The inner packaging of the catheter was damaged because of some missing glue, so that the sterility of the product was compromised. This catheter was replaced with another one and from the same type, so that procedure was finished successfully. No patient consequence. The device was not used on the patient. The device packaging was discarded. The event was assessed as an MDR reportable open pouch seal issue.